Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump alarmed no delivery at time of bolus. His or her blood glucose was 22.6 mmol/l at the time of reporting. A reservoir change appeared to resolve the issue. No equipment was returned. No additional info was reported.